Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient experienced persistent shivering when placed on bair hugger, despite escalating to tier 4 medication. Per follow-up with clinical affairs team on 17dec2020, it was reported that acetaminophen and buspirone (tier 1), magnesium sulfate and meperidine (tier 2), dexmedetomidine (checkmarks for shivering not checked on meds ecrf but this is tier 3), fentanyl (tier 4). They do not believe that there was an arctic sun device malfunction. However, the patient who was placed on a bair hugger, experienced persistent shivering despite escalating to tier 4 medication. It was reported that this subject was repeatedly on and off the device for the duration of therapy, but it couldn¿t be confirmed if each discontinuation was due to shiver or not. It was also reported that the therapy was discontinued prior to end of acute phase due to petechiae on bilateral thighs.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the patient experienced persistent shivering when placed on bair hugger, despite escalating to tier 4 medication. Per follow-up with clinical affairs team on (B)(6) 2020, it was reported that acetaminophen and buspirone (tier 1), magnesium sulfate and meperidine (tier 2), dexmedetomidine (checkmarks for shivering not checked on meds ecrf but this is tier 3), fentanyl (tier 4). They do not believe that there was an arctic sun device malfunction. However, the patient who was placed on a bair hugger, experienced persistent shivering despite escalating to tier 4 medication. It was reported that this subject was repeatedly on and off the device for the duration of therapy, but it couldn¿t be confirmed if each discontinuation was due to shiver or not. It was also reported that the therapy was discontinued prior to end of acute phase due to petechiae on bilateral thighs.